Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.